Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had power error detected alarm as well as insulin pump did not alarm the medical device. The customer¿s blood glucose level was 300mg/dl and was treated with manual injection and declined troubleshoot for it. Customer also stated that had insulin pump low battery alert .the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump monitored for twenty four hours no low battery alert noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.